Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Since (B)(6) 2020, the patient has been experiencing intermittent proud flesh and stoma site infections with puss and blood exudate. The patient has been treated with two rounds of unknown oral antibiotic with temporary relief, having puss and blood return quickly after completion of treatment. The patient is currently being treated with topical silver nitrate for a few weeks with no resolution.